Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the arthroscopic repair of the lateral ligament according to brostrom (arthrobrostrom technique) the sutures disengange from both anchors of the kit. The surgery was finished successfully with a new device with another part number (ar-1902sf). It was necessary to change the surgical technique from arthroscopic to open surgery. A second operation was not necessary.